Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that there was no failure found with the system. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system was unresponsive. Upon initializing the system it would display a blue screen only. After several reboots the system functioned as intended. There was not a patient present.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.